Event description:
It was reported that post operatively the atrial lead was sensing the qrs and capturing the ventricle due to dislodgment. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2014; 4194 implantable pacing lead (B)(6) 2014. (B)(4).